Event description:
It was reported that the preloaded intraocular lenses (iol) are unfolding slowly and have sometimes sticky haptics. This information was received as a general comment. Account also indicated that the optic has a cup after implantation most probably this disappears as the implant remains in the patient's eye. Some surgeons do not like this. Unfolding and sticky haptics becomes an issue here as they are convinced that the product unfolded better in the past and had less sticky haptics. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial numbers were not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial numbers were not provided. Section d4 - UDI number: unknown, as product serial numbers were not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lenses remains implanted. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.